Event description:
This complaint was created due to the receipt of a medwatch report no. Mw5181462, received on 26-jan-2026. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-201a, medium uterine manipulator device. This was reported as a product problem not an adverse event. The report states that on (B)(6) 2025, ¿patient was scheduled for robotic assisted hysterectomy. Dr., compared the used v-care with the new v-care and confirmed that all loose pieces were retrieved. During the case, staff could see that a blue piece had broken off of the v-care while it was in the patient. The device was removed, and the broken piece was retrieved from the patient. Dr. Confirmed that all piece/s were retrieved.¿ there was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor per regulatory requirements to help ensure patient safety.